Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device was received for evaluation- the investigation is pending.

Event description:
The event involved a microclave¿ clear neutral connector where the customer reported a leak on the exterior end of the valve during infusion of trastuzumab in oncology. The nurse noticed a flow from a valve (connector cap) during treatment. The product was not occlusive but chemotherapy product was leaking. The set up was attached to a jelco at the end of a 3-way tubing under positive displacement pump. No breakage or other defects noted. The device was used on a patient, but the nurse changed the valve when the discharge was noticed. Possible lot numbers 13867489, 13767974, 13887472 and/or 13806734. There was patient involvement but no patient harm.

Manufacturer narrative:
A series of photos were shared by the customer, where the customer is indicating in a red circle the area where a leak is observed, however, according to the photos that he shared no leaks or anomalies are observed. Three samples (2 new and 1 used) were returned for evaluation. As received trastuzumab solution residual inside the used sample was observed, after a visual inspection no physical damage or anomalies were observed. No mating device was returned for evaluation. Each of the sets was tested as per procedure and no internal/external leaks were observed after the test. The male luer of each sample meets the iso design specification complaint of leak cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed tot he reported complaint.